Event description:
During a surgical procedure, the flare became detached from the cutting forceps and fell into the patient. The flare was recovered with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The flare was detached from the shaft of the device and was returned with the device. Evidence of adhesive is present on the flare. The jaw electrode insulation is also split due to the jaws being retracted into the shaft without the flare being in place. Conclusion: bond failure between the flare and the shaft.